Event description:
The customer was hospitalized for diabetes ketoacidosis. The customer replaced the batteries and the device gave him an alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.